Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2006. Following the procedure, the pt experienced dyspareunia, pain, and pelvic organ prolapse. On an unknown date, an excision of the device was performed. Additional surgical intervention included laparoscopic paravaginal defect repair and uterosacral ligament vesicovaginal space repair was performed. The current status of the pt is improved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.